Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump was delayed in responding to presses. Customer's blood glucose was 337 mg/dl. Reportedly, customer cleared the alarm and resumed insulin delivery to address the issue and continued to use the pump for insulin therapy.